Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed twice with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. All maintenance, to include daily and monthly decontaminations was completed. All of the bulk solutions were replaced. The customer opened new master calibrators of the same lot and found that the cal 1 was reading high. The abbott customer technical advocate (cta) asked the customer to ultra centrifuge the calibrators and use the supernatant to calibrate. The calibration failed again, this time with error code 1010: master calibrator failure, mcal 2, deviation too large. The cta instructed the customer to clean the sample and processing probes, prime and flush solution 4 and repeat the calibration. The calibration passed and the controls were reading within specifications. No impact to patient management was reported.